Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® hiv-1/hiv-2 qualitative (192t) assay results for four patient samples tested on the cobas 5800 analyzer. The initial results were positive for hiv-1. The repeat results were negative using the cobas® hiv-1 quantitative assay on the cobas 6800 analyzer.